Event description:
On 03/14/2000, the facility's materials manager/safety manager informed the manufacturer's (MFR.) Representative of the following: during insertion, pinhole leaks were found in the venous side catheter. No further details were provided.